Event description:
Caller states the pt tested 1.2 inr on coaguchek system and 1.8 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.